Event description:
It was reported that during pre-implant preparations, this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated with two different programmers. The implant procedure was completed using a different device and this device was not implanted, however, was successfully able to be interrogated upon completion of the procedure. Subsequent information was received that this device was again unable to be interrogated with several programmers and in different environments. The device will be returned. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
This report is being filed to correct field b5: describe event or problem and to provide additional information.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Telemetry issues were encountered in the laboratory setting. Additionally, the patient log showed a pattern of writes and resets indicative of behavior consistent with a shortened telemetry wake-up pulse behavior ('radiofrequency/rf wake-up period') associated with the crystal oscillator within the rf circuit.

Event description:
It was reported that analysis of this device was completed.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that during pre-implant preparations, this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated with two different programmers. The implant procedure was completed and this device was successfully able to be interrogated upon completion of the procedure. This product remains implanted and in service. No adverse patient effects were reported.